Manufacturer narrative:
(B)(4). Unit passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Pump error alarm noted during self test and confirmed in pump history (variableinfo = 3) due to broken trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The device would not follow the volume¿s setting. The device failed the audio test. It was also reported that a temp basal was in progress and the customer did not remember programming it. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.